Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade. No specific intervention was reported. While ablating on the tricuspid annulus side of the left atrium (la), blood pressure decreased. Cardiac tamponade was reported. Although no specific intervention was reported, cardiac tamponade indicates a life threatening condition and is therefore, FDA reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31371458l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001687740